Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -13.00/+3.0/092 diopter, in the patient's right eye. The patient experienced excessive vaulting of the lens, a significant reduction of irido-corneal angles, blurred vision, and unreactive pupil. The lens was repositioned, and the anterior chamber was washed and irrigated.

Manufacturer narrative:
The reporter indicated that the surgeon inserted a 13.2 vticmo13.2 implantable collamer lens, -13.00/+3.0/092 diopter, in the patient's right eye. The patient experienced excessive vaulting of the lens, a significant reduction of irido-corneal angles, blurred vision, unreactive pupil, and iris pushed towards the cornea. The lens was repositioned and the anterior chamber was washed and irrigated/evacuated of remaining visco/fluids. (B)(4). Corrected data: explanted date: n/a. (B)(6). (B)(4).